Event description:
It was reported that the customer experienced a high blood glucose event with a level of 540 mg/dl. Cause was not known. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.